Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37752, serial# (B)(4), product type recharger, product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead.

Event description:
It was reported that a power on reset (por) code was displayed when attempting to turn stimulator on. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-14924.